Event description:
Caller reported that the t:slim x2 pump battery would not charge despite attempts with both a third-party wall adapter and leaving it plugged into a working outlet for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.